Manufacturer narrative:
Attempts to obtain patient information yielded no response from the customer. (B)(4).

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device restart while in use. No pt harm reported.